Event description:
Lap chole - "first clip left clip applier unclosed. Perhaps dislodged. Did not observed until clip was loose. Second clip did not close across duct completely. Sliding loose on duct. Third clip worked correctly. First clip on artery worked. Second clip was loose and once artery was cut it came loose. More clips place and during dissection from liver bed came loose. Handle was being closed completely." Pt status: "normal post-op recovery."

Manufacturer narrative:
No product is being returned for eval but # is provided. A device history report is to be reviewed by engineering. A final will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.